Event description:
The explanted lead was returned to the manufacturer for analysis. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the high impedance. Note that since a large portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that during lead replacement surgery on (B)(6) 2014, the surgeon confirmed that the high impedance was not due to incomplete lead insertion into the generator header.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a suspected lead discontinuity. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedence (10,000 ohms). It was reported that the patient had recently undergone generator replacement and that device diagnostics with the new generator attached to the existing lead were within normal limits. The patient was seen and device diagnostics again resulted in high impedance. The generator was programmed off and the patient was referred for x-rays. It was reported that no patient manipulation or trauma is believed to have occurred that could have caused or contributed to the high impedance. X-rays were sent to manufacturer for review. X-rays identified that the lead pin was fully inserted into the generator header; however, a suspect area was identified on the lead near the tie-down. A lead fracture is suspected. The patient was referred for surgery and underwent lead replacement. The lead has not been received for analysis to date. Clinic notes dated (B)(6) 2014 note that the patient has experienced nocturnal seizures several night per week. Device diagnostics showed high impedance (10,000 ohms).